Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the capio was fired into the sacrospinous ligament the bullet got stuck and fell off. The bullet or needle was found in the device cage. The patient's condition was reported as unknown.